Event description:
User received glucose result of < 5 mg/dl for 8 patient samples. User did not report the result and ran the specimens on another analyzer at the site. All patients then resulted normal. Once the results were normal, they were released. The field service representative determined there was a problem with the rt1 probes and replaced them. Performance tests were performed which were within specification.